Event description:
It was reported to boston scientific corp, that a resolution clip devices was used during an egd (esophagogastroduodenoscopy) procedure with bleed control performed on a (B)(6) female pt on (B)(6) 2009. According to the complainant, during the procedure, the clip would not advance out of the sheath. The device was removed and the clip was advanced with difficulty while it was outside of the pt. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has been received but an evaluation has not been completed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).